Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged but failed to boot. The receiver was opened for an interior visual inspection and passed. A known working battery was inserted into the receiver and the data logs were downloaded. No issues related to the complaint were found within the investigation window. Global receiver functional tests were performed and passed. Upon further investigation, it was discovered that the receiver had a defective battery assembly that prevented the receiver from powering on. The complaint confirmation of a receiver ceasing to function was confirmed. The root cause was determined to be a defective battery.